Event description:
During implant the physician gained vascular access and performed right heart catheterization per protocol. They encountered some difficulty advancing edwards swan-ganz through the right ventricle, but ultimately were able to pass through for wedge and pulmonary arterial pressure measurements. Another physician then stepped in and performed angiograms eventually identifying an appropriate target vessel. They prepped and advanced the guidewire which was retracted and readvanced several times as they were unsure whether the wire was in the correct location. Physician 1 asked physician 2 whether they felt the wire was in the correct location, at which point physician 2 removed the wire and refloated the swan to repeat angiograms. A thrombus was then reportedly observed flapping near the end of the sg (distal to the target vessel) - everything was removed and the case was aborted. Physician 1 mentioned that the thrombus may have been introduced via the swan ganz. The patient remained stable throughout the case and will remain inpatient for anticoagulation therapy. Cardiomems sensor/delivery system was opened and prepped but never introduced into the body. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)